Event description:
It was reported that this implantable pacemaker longevity dropped from 9 years to 7 years in a span of 5 months. Health care professional (hcp) discussed physician discretion to program inhibited response and program right atrial (ra) lead off. Boston scientific technical services (ts) discussed options for programming for health care professional (hcp) preference versus optimizing battery. This device remains in service. No adverse patient effects were reported.